Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. There was a check clutch/plunger lever error in history. Customer stated problem could not be verified after multiple flow and occlusion tests. The root cause of the reported issue was found to be after checking the alarm history, the technician noticed that the clutch was released during an infusion causing the reported issue. The technician performed preventative maintenance on the pump.

Event description:
It was reported that the clutch slipped on screw drive. No patient injury was reported.